Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. In addition, it was reported that the pump date and time were incorrect. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the date and time were corrected, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 230 mg/dl.